Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the impactor pad fractured during the knee arthroplasty procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned section of the replacement tibial impactor pad confirmed that the part had fractured. The fragmented piece was not returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to normal wear during the instrument¿s field life, which has been the subject of a field notification in the past. No further action is required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.